Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable right ventricular (rv) lead and associated device displayed shocking impedance of greater than 200 ohms in all pacing vectors. A chest x-ray was performed which was normal. Follow-up was scheduled; the patient was non-compliant with follow-up. The system remains in service. There were no adverse patient effects reported.